Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.